Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) was explanted on (B)(6) 2024. The issue was resolved with the explant of the battery and implant of a new battery. The patient's weight at the time was asked, but unknown. The information was also confirmed with a physician/account.

Manufacturer narrative:
Case resubmitted to update outcome code from es1 to es3ps1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 97745nt, serial# (B)(6); product ID: 97715, serial# (B)(6), implanted: (B)(6)2023, product type: implantable neurostimulator. B3: event date is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was to get a replacement remote. The patient's remote will not connect to the implant (ins). The patient has two remotes and they were able to get the second remote to connect to both inss. They used both of the patient's rechargers with the controller with the issue and could not communicate with the ins. The caller was not with the patient. Tss sent request to replace the remote. Agent re-opened and assigned case to add to secure note. Patient called back and confirmed receiving replacement controller today. Patient mentioned the replacement controller connects to their implant after a few tries but their ins is dead and wont charge. Patient clarified repeated information and was still having difficulty with their controller connecting and charging ins. Patient mentioned previou sly documented information about replacement controllers and replacement rechargers. Patient mentioned they spoke to mdt rep last thursday or friday in person. Patient mentioned mdt rep ordered a replacement controller for pt yesterday from this case. Patient ment ioned mdt rep referred patient to call pats today. Patient mentioned they tried both rechargers they have and cannot get ins to charge. Patient mentioned the implant in their neck that was recently implanted was working fine and the implant in their back that was implanted 2023 was still not working. Patient mentioned they haven't charged their implant in about a month. Patient mentioned no messages/codes on their controller when attempting recharge their implant. Patient mentioned when they are going to charge their ins the controller shows checking the recharger then the controller screen dims and patient would have to use the physical buttons on the controller to power the controller screen on. Patient mentioned the controller screen reverts to position the recharger screen and they can't advance to the batteries screen. Patient mentioned they think something is wrong with the ins and replacing more external equipment's would not help resolve their issue. Agent redirected patient to their hcp and mdt rep for next steps. Rep is to meet with patient later today to troubleshoot recharging. Rep said controller and recharger has been replaced but patient kept getting, checking recharger message. Ts reviewed swapping out patient's good equipment to troubleshoot and if that doesn't work then try disable/re-enable implant. If that still didn't work then rep is to get mdt data file for analysis. Mdt rep called back in with patient to request ts to walk through disable and re-enable. Ts advised rep on how to complete this. Rep states this resolved the issue and they were able to begin a normal charging session, whereas before the patient was seeing 30%charge, now it is showing a charge level in red. Rep plans to send mdt files. Ts advised rep on how to retrieve these files. Ts sent email to rep to reply with file. Email sent to scs principal to notify of files sent.   Rep called and asking for update on the mdt data report. Caller reports they are not with patient. Reviewed mdt data report is currently be assisted by engineer. Caller reports the intellis was implanted: 2024 ins: right flank implant, unaffected. Patient can charge fine. 2023 ins: left flank implant, affected ins. Caller reports patient is not overweight, above average person and about 6' tall. Caller reports patient is not interchanging the controller or recharger. Caller reports the 2023 ins implant is palpable, caller do not recall if the ins was deep. Caller reports patient is able to charge to 30% and the stops charging or sometimes will give a message: checking recharger. Caller reported they were able to interrogate patient's 2023 ins implant, caller will send in the recharging diary. Suggest caller when they have an appointment with patient to perform this troubleshooting: start session with the controller or recharging session with 2024 ins implant and then start recharge session with 2023 ins implant to see if that helps with communication. Mdt rep called back. Caller reported they have been seeing patient on a weekly basis, but currently no appointment scheduled. Reviewed recharging diary. Caller reports patient has been using the recharging belt. Caller indicated the patient's controller will sometimes not connect to the implant. Suggest caller meet with patient and bring all external equipment to the appointment. Suggest caller assessing the ins pocket site. Reviewed might need to press the recharging paddle against ins.  Mdt rep called back in with patient and reports the patient went home last thursday and was unable to connect the controller to the ins again. Rep states that when trying to start a recharge session in clinic today, the controller doesn't start clicking and is sitting on the "checking recharger screen". This also occurs with another 97755. Ts advised rep to push firmly on the antenna paddle, however this did not resolve the issue. Rep stated the ins appears to be a normal depth and "looks good" per the physician. Rep states the patient doesn't want to turn stim back on because they are worried they won't be able to connect the controller to turn it off.ts reviewed how the other mdt rep was able to start a charge session by disabling and re-enabling the controller. Rep states they have not heard anything specific from engineering, other than the files looked normal initially. Ts advised rep to try using the co mponents with the other ins. Rep was able to connect and start a normal recharge session. Ts advised rep to have patient follow up with their hcp. Additional information was received from the manufacturer representative (rep). Rep reported the cause of the charging and communication issue was not determined. Rep noted they became aware of the issue on (B)(6) 2024 and they troubleshooted with technical services and they got the patient a new controller and recharger, which was unsuccessful. Rep noted they met with the hcp and patient and they performed a device reset and sent device information to their engineers for further inspection, which was unsuccessful. On (B)(6)2024, hcp examined the device externally and everything was the proper depth. Rep reported the issue has not been resolved and the physician is planning a battery replacement to resolve the issue. The information has been confirmed with the physician.